Event description:
This is filed to report the single leaflet device attachment/slda. It was reported this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) with a grade of 4. There was calcification on the valve, and the posterior segment had very rigid calcification. Imaging was difficult due to the anatomy, imaging quality and due to the device itself. The clip was advanced, grasping was difficult due to the calcification on the leaflets. The leaflets were eventually grasped and the clip was deployed. After deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Mr returned to 4. Per the physician, the slda likely occurred due to the leaflet calcification in the grasping region. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported poor image resolution appears to be related to procedural conditions (anatomy, imaging quality and due to the device). The reported difficulty grasping the leaflets and single leaflet device attachment (slda) were due to patient morphology/pathology. The unchanged mitral regurgitation (mr) appears to be related to the slda. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstances as no treatment was provided for the reported events. There is no indication of a product issue with respect to manufacture, design or labeling.